Event description:
The customer alleged while performing service on the ventilator, it was noticed that the ventilator's alarm did not function. The nellcor puritan-bennett customer support engineer inspected the device and replaced the audio alarm, aux harness, and power switch assemblies. The unit passed extended self-testing. It was verified that upon moving the volume knob the alarm functioned properly. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.